Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with troubleshooting the issue via telephone on (B)(4) 2013. The customer was directed to replace the green vacuum filter and to adjust the low vacuum to resolve the probe drip and vacuum errors. Additional parts were ordered and sent to customer. On (B)(4) 2013, a bec field service engineer (fse) contacted the customer regarding the vacuum errors and provided instructions on emptying the vacuum isolation chamber (vic) and verified proper vacuum reading. The customer ran startup, controls, and samples and reported the instrument is now operating properly. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the probe on the coulter ac*t diff 2 analyzer leaked a few drops that were contained within the unit. The customer also indicated that the instrument generated vacuum errors. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.